Event description:
A pt reported they went to dr, who changed medication. Their meter allegedly was inaccurately erratic and had no power. Treatment was customer drank orange juice and dr changed medication. No further info has been reported.